Event description:
The customer reported a leak when using the coulter hmx hematology analyzer with autoloader. The volume of the leak was unknown and was not contained. The customer also reported error conditions of "white blood cell (wbc) vote outs" and "lyse out", and a dripping probe. The lyse out error occurred during start-up. The operator was wearing personal protective equipment of gloves and labcoat. There was no biohazard exposure to open wounds or mucous membranes. There was no report of erroneous test results associated with this event. There was no death, injury or affect to patient treatment.

Manufacturer narrative:
On (B)(4) 2013, the field service engineer (fse) evaluated the instrument and found during the backwash cycle, the flow of fluid was pushing out of the top of the needle causing the leak. The fse replaced the aspiration needle to resolve the leak. During the service visit, the fse also identified and corrected: white blood cell (wbc) vote outs on the quality control. The fse replaced the wbc bath to resolve the wbc vote outs; sensor for the lyse reagent was not working causing the error message "lyse out." The fse replaced the sensor to resolve the lyse out errors; a second leak associated with a probe dripping during startup. The fse adjusted the probe to address the issue. This leak is unrelated to the original leak reported. Identification of failure modes: failure mode of the leak was attributed to the needle assembly being replaced. Failure modes associated with other issues identified and corrected by the fse: the failure mode for the wbc vote outs can be attributed to the wbc aperture requiring replacement; the failure mode for the lyse out error was the lyse sensor not working; the failure mode for the probe drip was probe was out of alignment. No erroneous results were generated. Upon recur; the failure mode identified for the leak is likely to generate erroneous results for complete blood count (cbc)/differential parameters due to incomplete aspiration of the sample for analysis as a result of improper needle pneumatics. Other issues identified and corrected by the fse: upon recur for the wbc bath; the failure mode is likely to generate erroneous cbc/differential results due to a counting/sizing error as a result of hardware failure upon recur for the lyse out sensor; the failure mode is likely to cause erroneous cbc results due to a whole blood dilution with the lyse reagent. There is a fail-safe for this event as the lyse sensor should detect the reagent out status and alert the operator to the need to replace the lyse reagent. Upon recur for the probe alignment; the failure mode is likely to cause erroneous cbc/differential results due to incomplete backwash at the aspiration probe causing sample carryover. Evaluation of labeling: per labeling, beckman coulter inc urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but is not limited to protective eyewear, gloves and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).